Event description:
Customer reportedly rec'd results of405 mg/dl, 245 mg/dl, and 193 mg/dl within 10 mins on the same device. No high or low blood symptoms reported. No actions taken based on the device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.